Manufacturer narrative:
Unable to performed displacement, rewind, seating and basic occlusion due to intermittent button response due to corroded keypad traces. Unit received with cracked keypad overlay at select button, cracked case at battery tube side, cracked battery tube threads, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump case was cracked on its frontside. The patient's blood glucose at the time of incident was 167 mg/dl. The caller did not know how the damage occurred. The insulin pump was returned for analysis.